Event description:
It was reported that the patient had an episode of bigeminy, ventricular safety response and pacing was triggered, and the patient went into ventricular tachycardia which caused the device to deliver a shock. Additionally, it was questioned if ventricular safety response and pacing feature caused the pro-arrhythmia. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.